Event description:
Procedure: hysterectomy. Reportedly, the stapler misfired which caused trauma to the tissue. There was severe bleeding in the pt.

Manufacturer narrative:
Date of intital report : 06/29/2006.